Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation other"), device dislocation ("encounter of migrated /another coil found in abdomen"), device breakage ("retained essure coil fragments") and haemolytic anaemia ("hemolytic anemia") in a (B)(6) female patient who had essure (ess205) (batch no. 623316,581710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, c-section, appendectomy in 1995 and induced abortion. Previously administered products included for an unreported indication: ortho evra from 2004 to 2006 and iud from 1996 to 2005. Concurrent conditions included hypothyroidism. Concomitant products included levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines"). In 2008, the patient experienced pelvic pain ("pain"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced haemolytic anaemia (seriousness criterion medically significant), hirsutism ("increased facial hair"), mood altered ("mood change"), headache ("headaches"), tachycardia ("tachycardia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), flank pain ("left lower flank pain") and gastrointestinal disorder ("gi isssue"). The patient was treated with surgery ((B)(6) 2014 bilateral salpingectomy). At the time of the report, the perforation, device dislocation, device breakage, haemolytic anaemia, hirsutism, mood altered, allergy to metals, migraine, headache, tachycardia, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal distension, alopecia, abdominal pain, flank pain and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, flank pain, gastrointestinal disorder, haemolytic anaemia, headache, hirsutism, migraine, mood altered, pelvic pain, perforation, tachycardia and weight increased to be related to essure (ess205). The reporter commented: she was concerned she had ovarian cancer but that has been ruled out via vaginal ultrasound diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Most recent follow-up information incorporated above includes: on 28-feb-2018: the plaintiff factsheet received:the event injuries changed to perforation other, increased facial hair, mood change, nickel allergy, hemolytic anemia, migraines, headaches, tachycardia, dysmenorrhea, pain, fatigue, weight gain, bloating hair loss, abdominal pain, left lower flank pain, gi isssue, device dislocation, device breakage added,concurrent condition,medical history,lab data,concomitant medication,historical drug added. Aka reporter added and lot number added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("encounter of migrated /another coil found in abdomen"), perforation ("perforation other"), device breakage ("retained essure coil fragments/device fragments found in utreus in CT scan") and haemolytic anaemia ("acquired hemolytic anemia") in a 45-year-old female patient who had essure (ess205) (batch no. 623316,581710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, c-section, appendectomy in 1995, induced abortion, hypothyroidism, anemia and appendectomy. Previously administered products included for an unreported indication: ortho evra from 2004 to 2006, iud from 1996 to 2005 and diflucan. Past adverse reactions to the above products included vulvovaginal candidiasis with diflucan. Concurrent conditions included hypothyroidism, female sterilization, nabothian cyst (multiple), menstruation irregular, chest pain and irritable bowel syndrome. Family history included ovarian cancer (presenting with non-specific gastrointestinal symptoms). Concomitant products included levothyroxine. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 207, the patient had essure (ess205) inserted. In july 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced hirsutism ("increased facial hair") and mood altered ("mood change"). In 2012, the patient experienced gastrointestinal disorder ("gi isssue/gastrointestinal or digestive system condition: unspecified"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss"). In january 2014, the patient experienced allergy to metals ("nickel allergy"). In february 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In march 2017, the patient experienced haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced tachycardia ("tachycardia"), abdominal pain ("abdominal pain"), flank pain ("left lower flank pain"), mood swings ("mood swings") and hypersensitivity ("allergic or hypersensitivity reaction - type: unspecified"). The patient was treated with ibuprofen (advil), vicks formula 44m (dayquil), surgery ((B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy & total hysterectomy with bilateral oophorectomy), surgery . Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, device breakage, haemolytic anaemia, hirsutism, mood altered, allergy to metals, migraine, headache, tachycardia, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal distension, alopecia, abdominal pain, flank pain, gastrointestinal disorder, mood swings and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, flank pain, gastrointestinal disorder, haemolytic anaemia, headache, hirsutism, hypersensitivity, migraine, mood altered, mood swings, pelvic pain, perforation, tachycardia and weight increased to be related to essure (ess205). The reporter commented: per mr, on 26jun2007, the essure device was placed into the left ostia first without complication and the direct position was 7 coils and the right was done in the same fashion with 3 coils left. Insertion details: procedure: hysteroscopic tubal ligation with essure. Procedure performed without complication and patient tolerated the procedure well. 16jan2014 and 10apr2018, bilateral salpingectomy and total hysterectomy with bilateral oophorectomy. She was concerned she had ovarian cancer but that has been ruled out via vaginal ultrasound. Discrepant information-she had not underwent esure removal or currently planning for essure removal (after salpingectomy, another coil found in abdomen). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Headache: pain intensity : 10/10. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine/headache, fatigue, weight gain, abdominal pain." Most recent follow-up information incorporated above includes: on 8-jun-2018: reporter information was added. Her demographic was updated. Her historical condition/medication and concurrent conditions were added respectively. Lab data was added. Essure indication was amended. Following events: mood swings, allergic or hypersensitivity reaction - type: unspecified were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('encounter of migrated /another coil found in abdomen'), perforation ('perforation other'), device breakage ('retained essure coil fragments/device fragments found in utreus in CT scan') and haemolytic anaemia ('acquired hemolytic anemia') in a 45-year-old female patient who had essure (ess205) (batch no. 623316/ 581710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 1995, polycystic ovarian syndrome, c-section, induced abortion, hypothyroidism and appendectomy. Headache: pain intensity : 10/10. Previously administered products included for an unreported indication: ortho evra from 2004 to 2006, iud from 1996 to 2005 and diflucan. Past adverse reactions to the above products included vulvovaginal candidiasis with diflucan. Concurrent conditions included hypothyroidism, body mass index high, nabothian cyst (multiple), menstruation irregular, chest pain, anemia and irritable bowel syndrome. Family history included ovarian cancer (presenting with non-specific gastrointestinal symptoms). Concomitant products included levothyroxine. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced hirsutism ("increased facial hair") and mood altered ("mood change"). In 2013, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating / bloating in my lower abdomen") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced tachycardia ("tachycardia"), abdominal pain ("abdominal pain"), flank pain ("left lower flank pain"), mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction - type: unspecified"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling in hands and feet"), food allergy ("gi isssue/gastrointestinal or digestive system condition: unspecified / food sensitivities"), diarrhoea ("gi isssue/gastrointestinal or digestive system condition: unspecified / diarrhea") and ill-defined disorder ("progressively ill") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine hydrochloride (dayquil), ibuprofen and surgery ((B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy & total hysterectomy with bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, device breakage, haemolytic anaemia, hirsutism, mood altered, allergy to metals, migraine, headache, tachycardia, dysmenorrhoea, pelvic pain, fatigue, abdominal distension, alopecia, abdominal pain, flank pain, mood swings, hypersensitivity, dysgeusia, paraesthesia, food allergy, diarrhoea and ill-defined disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, flank pain, food allergy, haemolytic anaemia, headache, hirsutism, hypersensitivity, ill-defined disorder, migraine, mood altered, mood swings, paraesthesia, pelvic pain, perforation, tachycardia, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: per mr, on (B)(6) 2007, the essure device was placed into the left ostia first without complication and the direct position was 7 coils and the right was done in the same fashion with 3 coils left. Insertion details: procedure: hysteroscopic tubal ligation with essure. Procedure performed without complication and patient tolerated the procedure well. (B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy and total hysterectomy with bilateral oophorectomy. She was concerned she had ovarian cancer but that has been ruled out via vaginal ultrasound. Discrepant information-she had not underwent esure removal or currently planning for essure removal (after salpingectomy, another coil found in abdomen). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Lot:581710, MFR date: mar-2007, expiration date: feb-2009. Lot: 623316, MFR date: feb-2007, expiration date: jan-2009. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine/headache, fatigue, weight gain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: mail communication received. Reporter information updated. New events: metallic taste in mouth, weight gain, tingling in hands and feet, food sensitivities, diarrhea, progressively ill. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure coil fragments/device fragments found in utreus in CT scan'), perforation ('perforation other'), device dislocation ('encounter of migrated /another coil found in abdomen/ migration of essure device: device fragments found in uterus in CT scan'), haemolytic anaemia ('autoimmune disorder- type of disorder: acquired hemolytic anemia') and abdominal distension ('bloating / bloating in my lower abdomen') in a 45-year-old female patient who had essure (ess205) (batch no. 623316/ 581710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 1995, polycystic ovarian syndrome, c-section, induced abortion, hypothyroidism and appendectomy. Headache: pain intensity : 10/10. Previously administered products included for an unreported indication: ortho evra from 2004 to 2006, iud from 1996 to 2005 and diflucan. Past adverse reactions to the above products included vulvovaginal candidiasis with diflucan. Concurrent conditions included hypothyroidism, obesity, nabothian cyst (multiple), menstruation irregular, chest pain, anemia, irritable bowel syndrome and obesity. Family history included ovarian cancer (presenting with non-specific gastrointestinal symptoms). Concomitant products included levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced migraine ("migraines/ migraine/headaches worsened with essure") and headache ("headaches"). In 2008, the patient experienced allergy to metals ("nickel allergy") and pelvic pain ("pain"). In 2010, the patient experienced hirsutism ("increased facial hair/ hormonal changes: facial hair") and mood altered ("mood change"). In 2012, the patient experienced abdominal distension (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ weight gain/loss (specify which one) / weight gain"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced tachycardia ("tachycardia"), abdominal pain ("abdominal pain"), flank pain ("left lower flank pain"), mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction - type: unspecified"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling in hands and feet"), food allergy ("gi isssue/gastrointestinal or digestive system condition: unspecified / food sensitivities"), diarrhoea ("gi isssue/gastrointestinal or digestive system condition: unspecified / diarrhea") and ill-defined disorder ("progressively ill"). The patient was treated with dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine hydrochloride (dayquil), ibuprofen, paracetamol (tylenol) and surgery ((B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy & total hysterectomy with bilateral oophorectomy and gallbladder removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, haemolytic anaemia, hirsutism, allergy to metals, migraine, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal distension, alopecia and mood swings had not resolved and the perforation, mood altered, headache, tachycardia, abdominal pain, flank pain, hypersensitivity, dysgeusia, paraesthesia, food allergy, diarrhoea and ill-defined disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, flank pain, food allergy, haemolytic anaemia, headache, hirsutism, hypersensitivity, ill-defined disorder, migraine, mood altered, mood swings, paraesthesia, pelvic pain, perforation, tachycardia and weight increased to be related to essure (ess205). The reporter commented: per mr, on (B)(6) 2007, the essure device was placed into the left ostia first without complication and the direct position was 7 coils and the right was done in the same fashion with 3 coils left. Insertion details: procedure: hysteroscopic tubal ligation with essure. Procedure performed without complication and patient tolerated the procedure well. (B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy and total hysterectomy with bilateral oophorectomy. She was concerned she had ovarian cancer but that has been ruled out via vaginal ultrasound. Discrepant information-she had not underwent esure removal or currently planning for essure removal (after salpingectomy, another coil found in abdomen). Current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Lot:581710, MFR date: mar-2007, expiration date: feb-2009 lot: 623316, MFR date: feb-2007, expiration date: jan-2009 ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine/headache, fatigue, weight gain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- the outcome of event were updated from unknown to not recovered. Lab data was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("encounter of migrated /another coil found in abdomen"), perforation ("perforation other"), device breakage ("retained essure coil fragments/device fragments found in utreus in CT scan") and haemolytic anaemia ("acquired hemolytic anemia") in a 45-year-old female patient who had essure (ess205) (batch no. 623316/ 581710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, c-section, appendectomy in 1995, induced abortion, hypothyroidism, anemia and appendectomy. Previously administered products included for an unreported indication: ortho evra from 2004 to 2006, iud from 1996 to 2005 and diflucan. Past adverse reactions to the above products included vulvovaginal candidiasis with diflucan. Concurrent conditions included hypothyroidism, body mass index high, nabothian cyst (multiple), menstruation irregular, chest pain and irritable bowel syndrome. Family history included ovarian cancer (presenting with non-specific gastrointestinal symptoms). Concomitant products included levothyroxine. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced hirsutism ("increased facial hair") and mood altered ("mood change"). In 2012, the patient experienced gastrointestinal disorder ("gi isssue/gastrointestinal or digestive system condition: unspecified"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced tachycardia ("tachycardia"), abdominal pain ("abdominal pain"), flank pain ("left lower flank pain"), mood swings ("mood swings") and hypersensitivity ("allergic or hypersensitivity reaction - type: unspecified"). The patient was treated with ibuprofen (advil), vicks formula 44m (dayquil), surgery ((B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy & total hysterectomy with bilateral oophorectomy), surgery and surgery ((B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy & total hysterectomy with bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, device breakage, haemolytic anaemia, hirsutism, mood altered, allergy to metals, migraine, headache, tachycardia, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal distension, alopecia, abdominal pain, flank pain, gastrointestinal disorder, mood swings and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, flank pain, gastrointestinal disorder, haemolytic anaemia, headache, hirsutism, hypersensitivity, migraine, mood altered, mood swings, pelvic pain, perforation, tachycardia and weight increased to be related to essure (ess205). The reporter commented: per mr, on (B)(6) 2007, the essure device was placed into the left ostia first without complication and the direct position was 7 coils and the right was done in the same fashion with 3 coils left. Insertion details: procedure: hysteroscopic tubal ligation with essure. Procedure performed without complication and patient tolerated the procedure well. (B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy and total hysterectomy with bilateral oophorectomy. She was concerned she had ovarian cancer but that has been ruled out via vaginal ultrasound. Discrepant information-she had not underwent esure removal or currently planning for essure removal (after salpingectomy, another coil found in abdomen). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Headache: pain intensity : 10/10. Lot:581710, MFR date: mar-2007, expiration date: feb-2009. Lot: 623316, MFR date: feb-2007, expiration date: jan-2009 . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine/headache, fatigue, weight gain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("encounter of migrated /another coil found in abdomen"), perforation ("perforation other"), device breakage ("retained essure coil fragments/device fragments found in utreus in CT scan") and haemolytic anaemia ("acquired hemolytic anemia") in a 45-year-old female patient who had essure (ess205) (batch no. 623316/ 581710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, c-section, appendectomy in 1995, induced abortion, hypothyroidism, anemia and appendectomy. Previously administered products included for an unreported indication: ortho evra from 2004 to 2006, iud from 1996 to 2005 and diflucan. Past adverse reactions to the above products included vulvovaginal candidiasis with diflucan. Concurrent conditions included hypothyroidism, body mass index high, nabothian cyst (multiple), menstruation irregular, chest pain and irritable bowel syndrome. Family history included ovarian cancer (presenting with non-specific gastrointestinal symptoms). Concomitant products included levothyroxine. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced hirsutism ("increased facial hair") and mood altered ("mood change"). In 2012, the patient experienced gastrointestinal disorder ("gi isssue/gastrointestinal or digestive system condition: unspecified"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced tachycardia ("tachycardia"), abdominal pain ("abdominal pain"), flank pain ("left lower flank pain"), mood swings ("mood swings") and hypersensitivity ("allergic or hypersensitivity reaction - type: unspecified"). The patient was treated with ibuprofen (advil), vicks formula 44m (dayquil), surgery ((B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy & total hysterectomy with bilateral oophorectomy), surgery and surgery ((B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy & total hysterectomy with bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, device breakage, haemolytic anaemia, hirsutism, mood altered, allergy to metals, migraine, headache, tachycardia, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal distension, alopecia, abdominal pain, flank pain, gastrointestinal disorder, mood swings and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, flank pain, gastrointestinal disorder, haemolytic anaemia, headache, hirsutism, hypersensitivity, migraine, mood altered, mood swings, pelvic pain, perforation, tachycardia and weight increased to be related to essure (ess205). The reporter commented: per mr, on (B)(6) 2007, the essure device was placed into the left ostia first without complication and the direct position was 7 coils and the right was done in the same fashion with 3 coils left. Insertion details: procedure: hysteroscopic tubal ligation with essure. Procedure performed without complication and patient tolerated the procedure well. (B)(6) 2014 and (B)(6) 2018, bilateral salpingectomy and total hysterectomy with bilateral oophorectomy. She was concerned she had ovarian cancer but that has been ruled out via vaginal ultrasound. Discrepant information-she had not underwent esure removal or currently planning for essure removal (after salpingectomy, another coil found in abdomen). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Headache: pain intensity : 10/10. Lot:581710, MFR date: mar-2007, expiration date: feb-2009. Lot: 623316, MFR date: feb-2007, expiration date: jan-2009. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine/headache, fatigue, weight gain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.